Event description:
It was reported that pt underwent total hip arthroplasty three (3) years ago. Subsequently, pt underwent revision procedure where metalosis and cysts were identified. No additional info has been provided.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Current info is insufficient to permit a conclusion as to the cause of the event. Review of the device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Eval of returned device found the bearing surface to have a cloudy appearance and a deep scratch on the collar of the taper. It is possible that the deep scratch occurred during the removal of the modular head component. Examination was unable to determine any implant related issues that would have lead to the revision. This report filed on july 7, 2008.